Event description:
A surgeon reported a pt that had an intraocular lens (iol) exchanged following iol implant surgery, due to anisometropia. The pt has had iol implant surgery in the right eye only. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info was requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).